Event description:
It was reported by service report that the foot would not lower on the intouch bed. It is unknown if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results - cap for IV in hole on bed used to support traction, was contacting switch inside hole preventing foot from moving.